Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no complaint. Upon inspection and testing of the returned device, service found the nozzle was clogged with black rubber (foreign material). This report is being submitted for the foreign material found by service during the device evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the attachment of the injection tube (mh-946) being scraped which got into the a/w (air/water) channel and becoming clogged there. It was further presumed that the event was not due to reprocessing by a loaned user. The following were grounds for presumption. Black rubber like material clogged in the a/w nozzle. A/w valve (mh-438) and black packing on mh-948 were not damaged. Attachment of injection tube (mh-946) was scraped. The user facility could possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU): "reprocessing manual_ function and inspection of the accessories for reprocessing injection tube (mh-946):inspection: confirm that all components of the injection tube are free from cracks, scratches, flaws, and debris." Olympus will continue to monitor field performance for this device.